Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review showed a driveline disconnect and a dual power cable disconnect. The reason for the disconnections could not be determined. Related manufacturer reference report MFR # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarm was confirmed via log file analysis. It was noted the data was retrieved from a third system controller. The log file captured the driveline appeared to be disconnected at 11:26 am with associated hazard alarm. Both power cables were disconnected within the same minute. A specific cause for the driveline disconnection could not be conclusively determined through this evaluation. It was noted the events were captured prior to the reported system controller exchange that was reported on november 29. The event appears unrelated to the exchange. Additional information was requested regarding the driveline disconnect alarm event captured in log file. No information was provided regarding the driveline disconnect alarm event. The system controller is not expected to return for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Under section 2 of both manuals, during the self test, the system controller checks the lights, symbols, and sounds on the user interface. With the self test, you can tell if they are working. The system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.